Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, debris was found on the outer rim of the liner. It was noticed by the surgeon just prior to impacting. The implant did briefly enter the patient. This implant was removed and another was used to complete the procedure. To date, no harm or adverse event has been reported for the event. Attempts have been made and no further information is available.